Event description:
Information received from the field notes that the patient complained of pre-syncopal episodes and was fitted with a holter monitor. Although the monitor recorded pauses, they could not be reproduced in the clinical setting. The patient stayed at the hospital for 3 days for telemetry observation. When the patient was lying down or leaning over, occurrences of oversensing were observed.